Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be prematurely depleting. Device data has been sent to boston scientific technical services for review. For now, the crt-p remains in service and no adverse patient effects were reported.